Event description:
It was reported that the implantable cardioverter defibrillator's (ICD's) battery voltage was not available on the interrogation report, that a message indicating "battery voltage not measured, run impedance for measurement" was generated. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.